Manufacturer narrative:
Complaint (B)(4) received 1rk 456018p/b230634p for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. Customer returned samples were visually inspected. No deviations were observed. Samples were then functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions), and no deviation with the functionality of the gel barrier could be observed. The alleged malfunction cannot be confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
(B)(4) a date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer reported the tubes did not separate the serum from the blood. The customer advised they allow the samples to clot for a minimum of 30 minutes.